Event description:
The customer received blood glucose readings of 82 and 111 mg/dl from his contour usb and a reading of 250 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.